Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery. A 2.5 x 18 xience xpedition could not cross the lesion and then a dissection was observed. An unknown stent was implanted to seal the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for failure to advance reported from this lot. Dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.